Manufacturer narrative:
H.6 investigation summary: quality engineer inspected the samples and photographs for evaluation. Bd received three non-bd syringes connected to three sets of non-bd tubing and two used insyte autoguard catheter adapter assemblies connected to the tubing. Seven photographs were also submitted which displayed similarities to that of the returned unit. The investigation was performed on the bd insyte autoguard units. Through the visual inspection, damage was present along the bottom of the adapter on both units. A leakage test was performed where leakage was observed with the first unit but not on the second. Reported issue was confirmed. There was physical evidence to confirm and support a manufacturing equipment related issue for the reported defect. A device history record review showed no non-conformances associated with this issue during the production of this batch. Information will be captured on trend reports and monitored. H3 other text : see h.10

Event description:
It has been reported that the 22g x 1.00in (0.9 x 25 mm) insyte auto guard bc has been found experiencing two occurrences of leakage during use. The following has been provided by the initial reporter: after punctured, connected top injector tube and flowed saline. Leakage occurred from the connection.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the 22g x 1.00in (0.9 x 25 mm) insyte autoguard bc has been found experiencing two occurrences of leakage during use. The following has been provided by the initial reporter: after punctured, connected top injector tube and flowed saline. Leakage occurred from the connection.